Event description:
On 10/2/84 an ipp device was implanted. On 1/11/94 the pump was revised. In september of 1996 the cylinders were removed. On 2/25/97 reservoir and pump were removed from the pt, reason was not provided.